Event description:
Physician inserted the trocar and inflated the balloon. He manipulated the trocar a small amount and there was an audible "pop" sound. The physician continued the procedure without the trocar. When inserting the mesh, the physician noted that a piece of the trocar balloon was lodged in the patient. He was able to remove the pieces without injury to the patient.what was the original intended procedure?left inguinal hernia repair.device #1is this a laboratory device or laboratory test?no.